Manufacturer narrative:
Concomitant medical products: product ID: w4tr04 crtp, implanted: (B)(6) 2021. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurements. A lead revision was done to reposition the rv lead. It was noted that post lead revision, the rv lead impedance measurement increased due to a possible connection issue with the cardiac resynchronization therapy pacemaker (crt-p). Reprogramming was done and the device and lead remain in use. No patient complications have been reported as a result of this event.